Event description:
It was reported that lead migration issue was observed on the lead. Lead was attempted to be repositioned on (B)(6) 2019; however, the physician was unable to reposition the lead at the thoracic location seven. Therefore, a laminectomy was performed. During the procedure high impedance issue reported in manufacturer report number 1627487-2019-06386 was observed. The lead was explanted, and a new lead was implanted as result to resolve the high impedance issue. Patient had successful therapy established post procedure. Patient was stable.